Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor failed incoming testing. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.